Manufacturer narrative:
Pump received with no up button response due to corroded keypad traces. No display anomaly or button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was scrolling. Customer changed battery and received a button error alarm. Customer's blood glucose was unknown. Customer states that seat belt may have pressed against pump. Customer was advised that insulin pump would need to be replaced.